Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, the patient implanted with the subject single chamber pacemaker entered the emergency room because he had episodes of asystole. Complete loss of ventricular capture and impedance changes were reportedly confirmed. A new lead was implanted. It was reported that the old lead had a visible crush bellow the edge of the pacemaker¿s can. Preliminary analysis confirmed the reported behavior. It most probably resulted from a lead issue.

Event description:
Reportedly, the patient implanted with the subject single chamber pacemaker entered the emergency room because he had episodes of asystole. Complete loss of ventricular capture and impedance changes were reportedly confirmed. A new lead was implanted. It was reported that the old lead had a visible crush bellow the edge of the pacemaker's can. Preliminary analysis confirmed the reported behavior. It most probably resulted from a lead issue.